Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-04820 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that six resolution clips were used to treat an ulcer at the ampulla on (B)(6) 2010. According to the complainant, "a duodenoscope was used to deploy to the clips." During the procedure, three clips were used successfully, one clip did not open, and two clips (the subject of this report) failed to release from the catheter. Although the clips grasped tissue, the physician was able to manipulate the scope and remove the devices from both the tissue and patient without complications. The procedure was completed with additional clips and the patient was reported to be fine post procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device was disposed and is not available for return. The directions for use (dfu) state that, "the resolution clip is designed to be compatible with gastroscopes and colonoscopes," however per the event description, "a duodenoscope was used to deploy the clips."